Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2026 and suture was used. Scheduled strabismus surgery begins at 9:00 am. The sutures, used to repair extraocular rectus muscles, are brought to the operating table. The suture is used on the first muscle, and upon tying it, it is observed that the braid at the end of the thread unravels. When operating on the next muscle, the same suture is used, having cut off the end of the thread that had frayed. Upon beginning to tie it, it is observed that the entire suture thread unravels completely. The surgeon decides not to use the suture, cuts it, and removes it to avoid any complications. New sutures are used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the product code of the product used? Were there any patient consequences? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.